Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an electrophysiology planned, non-emergency procedure was performed when the issue happened. The procedure was completed as planned, with the user able to operate despite minor restrictions. The field service engineer (fse) visited onsite and confirmed the reported issue. To resolve the problem, fse replaced the pdu fan tray and the dcps. The issue recurred during patient changes, causing the geometry and image control modules in both rooms to go dark, though the two touchscreen modules stayed operational. Fse identified that the tso aperture control was defective. To resolve the problem, fse replaced the tso, the pdu fan tray and the dcps assembly and return parts for further analysis, and it confirmed fan cable connector was disconnected. After replacing the tso, and the pdu fan tray and dcps assembly, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned, allowing the user to function with only slight limitations. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.